Manufacturer narrative:
Returned device was received cracked tank cover. Outdated pcb and power switch. Wear and tear damaged enclosure, front cover, and line cord. During the evaluation of the device the customer reported condition was confirmed problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) had a broken power button. The part fell into the case/ board. In addition, the connection was bent. No patient injury or complications were reported in relation to this event.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) had a broken power button. The part fell into the case/ board. In addition, the connection was bent. No patient injury or complications were reported in relation to this event.